Event description:
Staff noted a burning smell - no smoke- from this pt's bed. Upon investigation, it was noted that on the underneath of the bed it looked as though something had burned out. Bed was replaced and returned to the rental company.